Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose was 50 mg/dl; however, customer did not know the cause. The customer consumed chocolate milk to address the low bg. The customer continued insulin therapy with the pump after reset.